Event description:
[Redacted date] - patient underwent bilateral brachioplasty, bilateral mastopexy, bilateral breast augmentation with silicone implants. While using a 2-0 nylon suture, surgeon noted damage to suture needle. Broken part observed by surgeon and rnfa to fall on patient skin. Both pieces examined by surgical team and passed off the field for later review. X-ray was requested to rule out potential retained portion. X-ray was negative, no retained suture, closure resumed. Suture needle and packaging saved for later review.